Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilation. However, on initial inflation at 18 atmospheres, the balloon ruptured. The device was removed without problems, and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.